Manufacturer narrative:
On (B)(6) 2016 an ocd field engineer (fe) arrived at the customer site, inspected images from the log and found no cells appearing in the well. Reader camera adjustment value is bright cam 0: 119. Fe cleaned diffusion plate and visor, performed reader camera alignments and optics (focus and brightness) adjustments. Post adjustments, bright cam0 value is: 119. Fe created a new reference image and confirmed image is good. Customer ran controls successfully. Customer ran the same patient that resulted in false negative and results were again negative on the provue. Fe inspected the gel card and it is clearly neg. Fe returned to the customer site on (B)(6) 2016, performed the cavro volume verification 50-25-10ul volumes verification passed for all three volumes. Fe confirmed reagent spinner disks work, measured incubator temperature for 37 degrees. It give 36.5. Pressure at 2.6 psi and vacuum at 196 inh2o, all good, probe height, all good. Cts stated that after all the successful verifications made on analyzer, provue works as intended. Manual and provue method are a little different as igg cards are already at 37 in provue vs room temp for manual (cold agglutination possibilities). Centrifugation speed is also different. A customer letter will be issued to discuss testing in provue vs. Manual. The root-cause could not be confirmed although the most probable root cause is associated with an anti-s antibody being weak and/or at the detection limit of the technique and reagents used. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Ocd rep contacting cts on behalf of the customer who has reported false negative reactions to a patient's antibody screen tested on the provue but was later identified to have an anti-s which reacted by manual gel . Two samples from the same patient were tested on provue on (B)(6) 2016. 1 of 2